Event description:
There was a loud "pop" and spark noted from monopolar bovie cautery cord that ignited draped. Fire immediately smothered by first assist. Fire did not penetrate top drape to dark blue under drape or to bair hugger (no evidence of char or melting.) Skin of pt that is available to inspect (face, abdomen part of upper chest) appears intact and unharmed.